Event description:
The customer stated that this unit displayed defib and pacer errors at power-up.

Manufacturer narrative:
Device has been received and will be evaluated. A follow up report will be provided.